Manufacturer narrative:
The account replaced the knee switch to resolve the issue.

Event description:
The account alleged the knee will only raise a couple inches and then stop and lower back down on its own. No injury reported.